Event description:
A loss of therapeutic effect was reported. It was stated that "yesterday the device hadn't been working right." The morning of the report the patient "upped it" and she "still felt the vibration." It was articulated that the stimulation "didn't hurt or anything." The patient was still going to the bathroom, and had gone twice on the day of the report. The patient was currently on 0.05v and could still feel the stimulation but it was comfortable. Less than two weeks later it was reported that the patient had a shocking sensation the night before and that her left leg felt "funny and tingles." It was stated that "the jolting felt stronger instead of a soft vibration." When patient sat she got shocked. She had the device on 0.7v and it did not help with her symptom control so it was increased up to 1.0v and now it was "uncomfortable at times." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot # va03u6x, implanted: (B)(6) 2012, product type lead. (B)(4).